Event description:
Patient underwent a removal of a trochanteric fixation nail (tfn) on (B)(6) 2013. The original nail was indwelling approximately 2 years and was implanted due to a fracture in the distal femur on an unknown date. The patient was revised to another nail and the procedure was successful. The procedure was delayed by 45 minutes due to removal of the original tfn. No patient injury was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The original device history record is not available for this lot. The device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional information: it has been reported that the patient expired, it is being investigated to determine if the event was related to a synthes product. A review of the device history records (DHR) has been requested.

Event description:
It has been reported that the patient has expired, it is being investigated to determine if the event was related to a synthes product. This is 1 of 1 report for complaint (B)(4).